Event description:
It was reported that the patient stated the therapy was not effective anymore and no longer helped with the pain. It was noted that the patient decided to remove the system because the therapy was not working for him. It was indicated that there were no patient symptoms/injuries related to this event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377745, lot # v020481, implanted: (B)(6) 2007, product type lead; product ID 377745, lot # v020481, implanted: (B)(4) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).